Event description:
It was reported the right ventricular (rv) lead exhibited no capture at maximum output. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 lead, (B)(6) 2005. (B)(4).